Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that bleeding occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient reported a history of long-term blood thinner use. On (B)(6) 2025, at approximately 8:30 am, she inserted a new sensor into her abdomen. After the warm-up period was completed, she noted significant bleeding at the insertion site, prompting her to remove the sensor prematurely. The patient described the bleeding as heavy, stating that her shirt became saturated with blood. She cleansed the area and, with assistance from her daughter, applied paper towels and direct pressure. Despite these measures, the bleeding did not subside. The patient subsequently presented to the emergency room (ER), where clinicians applied a hemostatic agent bandage along with continued pressure. After approximately 15 minutes, the bandage became saturated, and the attending physician administered a lidocaine-epinephrine injection to the site, followed by re-bandaging. Within a few minutes, bleeding was successfully controlled. The patient remained in the ER for approximately 1.5 hours and was discharged home in stable condition. At the time of this report, the patient stated she was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.